Event description:
It was reported that the implantable neurostimulator (ins) had been explanted and replaced due to impedances exceeding 4000 ohms noted during a visit to the surgeon on (B)(6) 2011. Power on reset (por) condition was shown on the clinician programmer. There was no harm, injury or death. No actions were required as a result of the event. No patient outcome was provided. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).